Manufacturer narrative:
Investigation summary: six photos and one sample with open packaging were received by our quality team for evaluation. The photos and samples were subjected to visual inspection. From the photos and the samples, a bent needle was not observed however, the needle was observed to be pierced through the catheter near the tip area. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the inline tip spear vision inspection system. Needle pierced through catheter could also happen during the needle cover removal if not done carefully. As the sample was returned in open packaging, the actual root cause cannot be established. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula thus reducing the likelihood of this nonconformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd insyte vialon-e 20ga x 1.0in experienced needle through catheter while introducing catheter. The following information was provided by the initial reporter: upon catheter placement after venipuncture, the hcp noticed that the needle was defective.